Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the part / lot numbers were not reported.

Event description:
It was reported that the trek balloon ruptured during first inflation at 4 atmospheres during dilatation of a non-calcified lesion in the right coronary artery. There was no significant delay in procedure and no adverse patient effect. A non-abbott balloon was used to continue the procedure. No additional information was provided.